Event description:
It was reported that the patient developed scar tissue surrounding the lead. As a result, surgical intervention was undertaken in (B)(6) 2026 to address the issue and the lead was explanted. Exact date of surgery is unknown.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.